Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise/ electromagnetic interference during ventricular high rate episodes during a surgical procedure. The rv lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.